Event description:
The clinician reported that over 2 years after the dental implant was placed in ada site 18 in the patient's mouth, the implant lost osseointegration in type ii bone. The clinician noted the internal portion of the implant was damaged. The implant was manually torqued to 35 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.